Manufacturer narrative:
Device evaluated by MFR.: the product was returned to boston scientific for analysis. Returned product consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The shaft showed 2 severe kinks located 10cm and 13cm from the tip. The waste bag showed approximately 150cc of blood. The pump was inserted into the ultra drive unit console. The pump and the device would not prime. The devices pressure was below the normal operating limit. No leaks were noticed. The console did alarm and error during functional testing. The kink at the 10cm gave the indication of a possible hypotube break. The device was x-rayed and the hypotube was fractured. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that an alarm occurred due to a leak from the pump. An angiojet zelante was used in a thrombectomy procedure. During the procedure, the system alarmed at 208 second and machine stopped working. Upon checking, the pump was found to be broken and water was filling into it. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.

Manufacturer narrative:
Device evaluated by MFR.: the product was returned to boston scientific for analysis. Returned product consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The shaft showed 2 severe kinks located 10cm and 13cm from the tip. The waste bag showed approximately 150cc of blood. The pump was inserted into the ultra drive unit console. The pump and the device would not prime. The devices pressure was below the normal operating limit. No leaks were noticed. The console did alarm and error during functional testing. The kink at the 10cm gave the indication of a possible hypotube break. The device was x-rayed and the hypotube was fractured. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that an alarm occurred due to a leak from the pump. An angiojet zelante was used in a thrombectomy procedure. During the procedure, the system alarmed at 208 second and machine stopped working. Upon checking, the pump was found to be broken and water was filling into it. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.